Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.

Event description:
Procedure: lap chole. According to the reporter: after the specimen was placed in the bag, the bag detached and fell into the pt. Both the specimen and the bag were retrieved with no harm to the pt.